Event description:
Customer claims that the unit does not always alarm when the sensor belt is opened. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval: eval of the returned product shows that the alarm powered on, but there is no alarm tone when the pressure removed from the sensor. The tone selector does not work. The fail-safe function does work. (B) (4).